Event description:
It was reported that during the implant attempt there was difficulty fixing the lead in the vessel. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.